Manufacturer narrative:
Account requested tech to repair the bed. No further info is available at this time on the repair of this bed.

Event description:
Account alleged that the bed is locked into the brake position. No injury reported.